Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via email that an ar-2324bcc bio-composite swivelock anchor broke. The anchor was used for the lateral row fixation. The anchor eyelet was loaded with suture, a bone socket was created with the appropriate punch, the eyelet of the anchor was inserted into the socket and a mallet was used to ensure anchor body contact with bone. Upon attempting to advance the anchor body into the socket, the distal portion of the anchor body broke off. The anchor was removed, and the broken piece was retrieved, which cause delay in the procedure. Case was completed by opening an additional anchor. This was discovered during an rcr procedure on (B)(6) 2022.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2324bcc suture anchor, serial/batch number (B)(6) was received for investigation. No functional testing performed to avoid damaged to the received device. Visual evaluation found that the swivelock screw is damaged. The screw loss of geometry at the tip. The fragments generated during the event were not returned for analysis. The causes remain undetermined.